Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 5. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2024, the implant was removed upon clinician¿s decision. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.